Event description:
Information was received from a patient representative regarding a patient receiving dilaudid via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient representative (caller) stated that the patient was in "excruciating pain that is off the charts" and "doesn't think the pump is delivering any medication". The caller said that the patient had the pump filled "3 weeks ago" so the pump "shouldn't be empty". The caller stated patient was also experiencing withdrawal symptoms. The caller also said the personal therapy manager (ptm) was showing that the boluses were going through, but patient was not "feeling it". The manufacturer's patient services specialist (pss) asked the caller if patient was hearing any alarms coming from the pump. The caller was not with the patient at the time of the call but said that the patient did not mention that. Pss informed the caller that the manufacturer did not have any medical training and redirected the caller to the patient's healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6). Implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating that she had a revision done due to the catheter [(B)(6) 2024] and on friday she went to the doctor to have the medication increased and now was getting patient activated (pa) disabled.